Event description:
It was reported to baxter belgium that the reservoir of an intermate sv200 ruptured during filling. The device was being filled with a solution of 200 milliliters amukin in 5% glucose and 0.9% nacl when the reservoir ruptured. There was no report of patient injury or medical intervention. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation; however, the evaluation has not yet been completed. A follow up report will be submitted upon completion of the evaluation or should additional information become available.

Manufacturer narrative:
(B)(4). Device evaluation: the device was returned to baxter for evaluation. A visual examination was performed. Device evaluation confirmed the reported condition of a ruptured reservoir. The device is a single use device and was discarded. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. A follow up report will be submitted if additional information becomes available.